Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found residue on the lens and optic scratched. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated after opening the vial of a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter, it was discovered that there was a scratch on the lens. There was no patient contact with the lens.